Event description:
Skin temperature probe attached to abdomen with probe cover. When probe cover was removed, skin was removed with it, leaving a large area of open tissue exposed. As infant aged, new areas of blistering appeared, unrelated to skin probe area (groin, hand, foot). Infant to be transferred to tertiary center for possible skin condition-unrelated to skin probe cover.